Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-07559. It was reported the patient had received decreased pain relief from the stimulation over time after the implant of the scs system. The patient quit recharging the ipg over a year ago. It was reported the ipg was no longer operable and the patient wanted to have the scs system explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.